Manufacturer narrative:
One medfusion pump was received with a crack on both front corners of the top case and also a crack on the right plunger case. The event history log was reviewed and there was a "backup audible alarm background test". An occlusion test was performed and the "primary audible alarm background" test was unable to be duplicated. The intermittent error was unable to be confirmed and no physical damage was found on the speaker or the interconnect board. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a "primary audible failed test". There was no patient involvement.